Event description:
It was originally reported that the pt experienced coupling and or communication issues. It was later confirmed that the pt was unable to get good coupling for recharging due to the neurostimulator (ins) being flipped. The doctor secured the ins with extra sutures for better hold. Overall the pt was getting good coverage and recharging improved.

Manufacturer narrative:
(B)(4).